Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer reported they would change the pump supplies and resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.